Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. However, corroded electronic assembly noted during visual inspection. No motor error alarms noted during testing. Motor was tested outside the device and passed. Unit functioned properly. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken battery tube threads and stained end cap sticker.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer got a motor error alarm, but they were able to rewind the pump. The pump did not boot up till the day of the call. The customer was in a car accident and got burned due to the low. The customer had a cat scan and MRI while at the hospital but is unsure if the pump was exposed. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis. Pump passed functional testing however, a corroded electronic assembly was noted during visual inspection.